Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced increased pain and less than 50% therapy relief. This had occurred for a few months to which the physician increased the dose but this did not help. Troubleshooting and diagnostic testing included a dye study in which it was noted the catheter broke and was leaking. The location of the issue was unknown. The issue was reported as resolved as surgical intervention to replace the catheter was required. The explanted catheter was discarded. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine and marcaine. An inquiry was made for further event details and the current patient status. However, no new information was provided and patient¿s current status remains unknown. Should additional information be received a supplemental report will be filed.